Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2001206. Medical device expiration date: 2024-12-31. Device manufacture date: 2020-01-10. Medical device lot #: 2104115. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 50ml ll clear 14ga 1-1/4in each from lots 2001206 and 2104115 had foreign "steam/dirt" stains on them. The following information was provided by the initial reporter: "most part of the syringes of these lot numbers are stained. The stains look like steam/dirt stains."

Event description:
It was reported that 1 syringe 50ml ll clear 14ga 1-1/4in each from lots 2001206 and 2104115 had foreign "steam/dirt" stains on them. The following information was provided by the initial reporter: "most part of the syringes of these lot numbers are stained. The stains look like steam/dirt stains.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-24 . Investigation summary: two 50ll syringes with needle (15gx1 ¼¿(2.1x30mm) with reference 309742 received for investigation, upon visual inspection of the samples, it can be observed barrels and plungers do not present any foreign matter, neither inside nor outside the syringe. Along the barrels it can be observed some light touches, probably produced by transport along the manufacturing line. These touches seen makes the barrel opaque and could be noticed as dirt. A device history review was performed for reported lot 2104115 and 2001206, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, the marks noticed by customer may have occurred as a result of a hit with protections or transport system. These are cosmetic defects that do not impact the functionality of the syringe. Parts from molding to assembly area are transported with vibration and vacuum, protections are installed in transport system and equipment to avoid damage on product. H3 other text : see h10.